Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This complaint consists of tht registry data from japan. The data did not contain lot number, unique device identifier (UDI). The information was obtained through the registry; no further details have become available for this event. It was reported through the tht registry from japan that on (B)(6) 2026, a 25 mm navitor vision valve was implanted. On (B)(6) 2026, the patient was readmitted to the hospital due to a cardiovascular event.